Event description:
Lamina spreader instrument broke during use in lumbar fusion surgery. Operating room was searched but one piece of instrument was still unaccounted for. X-ray did not identify any foreign body in pt. Info was relayed to vendor and instrument was taken out of service.